Event description:
It was reported that the right ventricular (rv) lead had wide changes in impedances, noise, elevated short interval counts (sic) and the lead integrity alert (lia) was activated; these findings are allegedly consistent with possible lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).